Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2014 with the following findings: the battery cap was not returned, so a test cap was used for all testing. The pump intermittently powered on with the test cap; the cap was unable to maintain an electrical connection due to the cap detaching. Unrelated to the original complaint, the battery compartment was cracked and had damaged threads. There were pump reboots observed in the black box history from (B)(6) 2014-(B)(6) 2014, however, the pump information from the date of the complaint was overwritten. The pump case was removed and there was no evidence of moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter stated that there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.